Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: material: unknown batch#: unknown. Verbatim: rcc received a complaint via email. Email(s) attached this situation with the syringes has happened again. One of our nurses just brought down 16- 5 ml syringes, that have a tacky film on the black plunger tip. We have verified that this is not on all syringes. Thank you